Event description:
It was reported that multiple alerts for out-of-range right ventricular (rv) pacing impedance measurements (>3000 ohms). Technical services (ts) was contacted and discussed that this was likely the result of a subtle connection issue between the device and non-boston scientific rv lead. It was stated that there was no evidence of noise and provocative maneuvers did not elicit any changes. Continued monitoring was recommended. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.